Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v984593, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID neu_stimloc_acc, serial# unknown, explanted: (B)(6) 2014, product type accessory; product ID 3389s-40, lot# v984593, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot #v984593, found the body cut through and segmented. No significant anomaly. Analysis of the unknown stimloc found it incorrectly assembled. The returned clip in the stimloc base was not properly closed, which resulted in lead movement. A known good lead was placed in the clip and then closed. The clip was able to hold the lead securely in place and no movement of the lead was observed when the clip was properly installed.

Event description:
It was reported that the patient had efficacy for the first year, but a decrease afterwards. Imaging and troubleshooting were done by an outside neurology group and the findings were not communicated to the manufacturer representative. The doctor felt the lead had pulled back, out of the target, probably due to the lead cap not being secured correctly. Although the stimloc clip was locked and closed, the lead easily moved and pulled through it freely. The patient thus required a lead revision, which went fine. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.